Event description:
It was reported that the patient's blood glucose levels were rising and reached approximately 24 mmol/l (432 mg/dl) due to insulin leakage. Upon removing the pod, it was observed that the cannula was bent. A new pod was applied, which reduced blood glucose to 17 mmol/l (306 mg/dl). The patient had worn the pod on the lower back for about 6 hours and also reported nausea. Ketone levels were measured at 1.1 (unit unknown). The patient was administered 7 units of insulin via pen. Following a call to 111, the patient was advised to attend the nearest (B)(6) hospital. At (B)(6) hospital, the patient was monitored but did not receive additional medication. The total length of the hospital visit was 4 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be bent. During the investigation, the bend did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown.